Manufacturer narrative:
The investigation has been completed. The root cause of the broken purge disk retainer was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.